Event description:
Following an uneventful coronary angiogram and preplacement angiogram, an angio-seal device was deployed to seal the right femoral arteriotomy. While withdrawing the the sheath assembly, the user noticed that the suture was not connected to the device cap and it had completely separated from the device. Bleeding began from the puncture site, manual pressure was applied and the suture was cut to achieve hemostasis. No hematoma was noted and the pt was discharged the same day. The following day, the patient noticed a sharp pain in the calf area and consulted with a physician. An ultrasound performed in 2003 revealed an embolism at the distal bifurcation from the popliteal artery with diminished distal blood flow and pulses. The pt was transferred to surgery to remove the anchor and suture. There was no indication of collagen. The vessel was checked distally, to the foot and no collagen was found. The pt is reportedly doing well. It should be noted that the deploying physician was not certified at the time of event as he deploys under the supervision of a certified attending physician.